Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low na results generated by the unicel dxc 600 pro synchron chemistry analyzer. No false results were reported out of the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
The instrument is routinely calibrated every 24 hours. Qc is run every 8 hours. A bci support specialist team is working with this account.